Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) resulting in high ventricular rate episodes. There were no changes or intervention reported. The patient condition was not known.